Event description:
It was reported that following a stenting treatment procedure, myocardial infarction and chest pain occurred. In (B)(6) 2012, the target lesion # 1 was located in the acute coronary (ac) marginal artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.3 mm. The target lesion # 1 was treated with pre-dilatation and placement of a 2.25 mm x 24 mm promus element plus stent with 0% residual stenosis. The target lesion # 2 was located in the proximal right coronary artery with 70% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The target lesion # 2 was treated with direct stent placement using a 2.75 mm x 24 mm pe plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged one day post procedure on aspirin and prasugrel. In (B)(6) 2013, elevated cardiac enzymes were observed (peak ck-mb = 12.7 ng/ml, uln=2.4 ng/ml; peak troponin=0.107 ng/ml, uln=0.03 ng/ml) and an event of mi was reported. ECG revealed non st elevation mi. In april 2013, the 95% restenosis of the previously placed study stent located in the ac marginal was treated with balloon angioplasty and placement of 2.25 x 20 mm ion stent with 0% residual stenosis. The event was considered as resolved and the subject was discharged one day post procedure on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).